Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarms cassette not attached properly. There was no reported patient involvement.

Manufacturer narrative:
Received one device, customer complaint of cassette does not attach properly could not be confirmed during the occlusion pressure testing, latch lock test. Performed downstream occlusion sensor (dso)/upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.